Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the wash buffer external pump station. Pcb and all pump tubing. The instrument was inspected, tested without further problem, and returned to service.